Event description:
It was reported that during an unknown time, the thread and the screw of the unit were damaged. During final investigation it was confirmed that the unit was missing screws. It is unknown if there was a patient impact or if a delay occurred. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device was confirmed to have missing screws. The screws were replaced and resolved the reported issue review of the device history record identified no deviations or anomalies during manufacturing related to the reported event a definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in israel.